Event description:
It was reported that a patient presented in clinic on (B)(6)2023 with episodes of inappropriate automatic mode switching (ams) as a result of oversensing on the patient's right atrial (ra) lead. Insulation breach was suspected to be the cause of the issue, although nothing was confirmed. No intervention was performed, and the patient was stable throughout.